Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned by the customer. As a result, a complaint investigation / product evaluation cannot be performed. Additional information: repair notes provided in initial report were from a field service technician that performed work at the customer facility.

Event description:
Information was received indicating that the medfusion 4000 pump was initially reported to have displayed a primary audible alarm. Upon inspection from a smiths medical technician, it was found that the battery was not working. There were no adverse events reported.